Manufacturer narrative:
Correction to the initial MDR in block(s) b2- outcomes attrib to adv event, section b. Adverse event/product prob and f10 and h6 - impact codes, sections f. For use by uf/importer and h. Device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for versacross connect laac access solution was completed and confirmed that the event of cardiac tamponade, pericardial effusion, cardiac trauma, arrhythmia and respiratory distress / insufficiency was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'known inherent risk of device' based on the information reported within the event description. Cardiac tamponade, pericardial effusion, cardiac perforation, respiratory arrest, ventricular tachycardia, bradycardia and tachycardia are an expected procedural complications addressed within the IFU for the versacross connect laac access solution.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trace effusion at the start. The procedure was performed under conscious sedation. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that patient was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that he was in the osmium that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. In the physician opinion, there was a perforation occurred once transseptal performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trace effusion at the start. The procedure was performed under conscious sedation. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that patient was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that he was in the osmium that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. In the physician opinion, there was a perforation occurred once transseptal performed. The device is not expected to be returned for analysis.